Event description:
Boston scientific received information that this patient with this implantable pacemaker showed a battery status of good with a magnet rate of 90 six months ago. The patient was seen again today for a follow up appointment and the device was at end of life (eol) and pacing at vvi 50 ppm. Technical services discussed the behavior could be consistent of the low voltage capacitor advisory or the auto capture feature was turned on prior to reaching elective replacement time (ert) and recalculating longevity and causing ert to trip earlier to preserve the 90 day ert to eol window. The physician suspects auto capture was turned on late near ert however was unable to validate this at the time.

Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains in service at this time. Should additional information become available or should this device get replaced and returned for analysis, this report will be updated.

Event description:
Further information was received that the patient had died of an unspecified reason. There is no allegation or evidence device function contributed to the patient's death.